Event description:
Info received on 11/24/97 indicates the entire device was removed from the pt and replaced on 11/20/97.

Manufacturer narrative:
Cylinder had a wear leak. Cylinder performed within specifications.